Event description:
The complainant reported that a patient had a prima zi abutment placed at (B)(6) on (B)(6), 2010. The abutment was reported to have fractured (B)(6), 2011. The complainant reported that a periodontal flap surgery was required to remove the fractured portion of the abutment.

Manufacturer narrative:
The abutment with crown attached was returned for evaluation. The internal lobes section was completely detached from the abutment. The internal lobes section was not returned for evaluation. Fractures around the base of the zirconia abutment are typically caused by a torque setting over the recommended 30 ncm and/or misalignment during placement; however, the root cause of this failure could not be confirmed. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. Keystone dental reference: complaint number (B)(4).